Manufacturer narrative:
(B)(4). Date sent: 7/3/2024. D4: batch # 435c95. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one sc60a device was returned closed with the knife partially advanced and the anvil bent upwards. A gst60t reload was loaded on the device and it was received fully fired. Furthermore, the anvil knife slot was noted to be damaged. The anvil could not be opened. No functional test was performed due to the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected finished good quality assurance. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 435c95, and no non-conformances were identified.

Event description:
It was reported that during a lung wedge resection, the surgeon closed down the stapler (with a black reload) on lung fissure and artery and tried to fire the device. The device locked out and started to tear the artery. The surgeon decided to open another device and place it below the faulty device and fire successfully and then remove the lung tissue and faulty device. He did not wish to use the reverse lockout due to the situation of the artery. The surgery was prolonged by 30 minutes.

Manufacturer narrative:
(B)(4). Date sent: 4/19/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: is the current patient status known? Patient recovered as expected was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.